Event description:
It was reported that the patient developed an infection.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - review of quality records. Other text: device evaluation anticipated, but not yet begun.